Event description:
It was reported to boston scientific corporation in 2008 that a hta procedure set was used during a hydrothermal ablation procedure performed the next day (female patient; weight unknown). According to the complainant, during the procedure, when running fluid to do hysteroscopy uterus would not fill. Device was removed and noticed there was a crack in the device. The procedure was completed with another hta procedure set. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Crack(s). Visual examination of the returned device revealed a slight dent on reservoir. The sheath was not returned. The procedure set passed the filling cycle and the full wet test without issue. The cause of the reported malfunction could not be confirmed. The device history record for this lot was reviewed; no anomalies were noted.